Event description:
A cracked or shattered touchscreen was reported, rendering the pump's touchscreen unresponsive and unreadable. There was no adverse impact to the customer's blood glucose level reported. Technical support arranged for a replacement pump, which was within warranty, and provided instructions for returning the damaged pump. The customer declined to share information about backup therapy during the interim period.